Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the unit and was unable to duplicate the reported issue. Each time the circuit was disconnected, the unit alarmed. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4).

Event description:
The customer reported that a doctor observed that when the circuit was disconnected the device did not alarm. The customer did not provide any information regarding a patient, their intervention, and did not report any allegation of patient harm or injury